Event description:
It was reported that customer experienced repeated cartridge alarms identified as Alarm 20, including alarms with consecutive cartridges, and was unable to successfully load a cartridge and resume insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, was assisted by Technical Support in attempting proper cartridge loading, was instructed to place pump in storage mode, and was provided a replacement pump and return instructions for problematic device.